Event description:
See initial report.

Manufacturer narrative:
H.10: livanova field service representative was able to traced back the fault in the damaged compressor of the cooling system. The unit was removed from service, scrapped and consequently device has been replaced with another. This is a known issue. Based on findings, a potential breach of the cooling coil can be generated due to stirrer flow in the tank. Consequently, the water will enter the cooling circuit and the compressor unit. This will cause damages to the cooling compressor. Corrective action is already in place for this issue. The erosion kit upgrade was performed on (B)(6) 2021 on the device and includes the new design of the pump head of the stirrer motor to prevent a water flow directed to a narrow area of the evaporator coil. The issue was claimed less than few months after the upgrade, but most probably the condition of the evaporator was already compromised before the upgrade to such an extent that the copper was rather degraded.

Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that when the compressor of a heater-cooler system 3t is activated, the power cuts out. The issue was identified during setup. There was no patient involvement.